Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that users were unable to log in using credentials instead of the biometric identifier. The field service engineer (fse) attempted to clone the hard drive, but the cloning device malfunctioned. The fse retrieved a thumb drive from an alternate location and successfully cloned two hard drives. Then, the fse replaced the hard drive and collaborated with another fse to resolve synchronization issues. After multiple attempts with no success, the fse reinstalled the original hard drive and discovered that the issue was caused by a defective keyboard. Then, the fse replaced the keyboard and tested the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the users were unable to log in using credentials instead of biometric identifier and facing issue with data synchronization. There were no delays, adverse events or injuries reported based on this incident.